Event description:
It was reported by the customer that a bd pyxis anesthesia es system display the password screen after reboot 3 times while in middle of surgical procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed the password screen as there was a component issue. A field service engineer replaced the all in one to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system display the password screen after reboot 3 times, and it occurred in middle of the surgical. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the display the password screen due to component issue field service engineer turned off the station and replaced the all in one to resolve issue. The system functioned as intended.